Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A titanium hexed uniscrews (uniht) were returned for investigation. Visual inspection of the as returned product identified significant wear and damage about all three screw threads. Each screw is noted to be fractured at the head. The heads of two of the screws were returned, and the drive features are stripped. No pre-existing conditions were noted on the per. The reported product was located on unknown tooth sites and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (uniht). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Device evaluated by manufacturer. Entered evaluation codes.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the screw fractured within an integrated implant.